Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
The auto mode was active during the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 439 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. The customer reported that the infusion set cannula was bent. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.